Event description:
Same case as: 2134265-2013-07696, 2134265-2013-07642. It was reported that the mdu got frozen during automatic pullback. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. The catheter was connected to the mdu and "catheter connected" message was displayed. The physician then noticed that the mdu got frozen. The device was rebooted up, but during automatic pullback the device got frozen. Manual pullback was performed with no issues. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation in good condition. Functional testing revealed that the device meet specifications and no error messages were observed. In addition, the unit successfully underwent a continuous burn-in overnight without any failures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-07696, 2134265-2013-07642. It was reported that the mdu got frozen during automatic pullback. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. The catheter was connected to the mdu and "catheter connected" message was displayed. The physician then noticed that the mdu got frozen. The device was rebooted up, but during automatic pullback the device got frozen. Manual pullback was performed with no issues. No patient complications were reported and the patient's status is stable.